Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was from 250 mg/dl to 450 mg/dl. After troubleshooting, customer was advised to perform the high pressure test. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart alarm test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and rewind test. The device was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump received with a minor scratched display window and a cracked reservoir tube lip.